Event description:
Additional information received from the customer on (B)(4) 2013: customer reported that the event occurred on (B)(6) 2013 with the c-shift (e-1) running a full arrest at the (B)(6). Paramedics placed the patient onto the autopulse platform and it failed after 8 compressions. They attempted to realign and reset the lifeband but it continued to fail. The rate of compression was 30 to 2. Return of spontaneous circulation (rosc) was not achieved and patient expired. Customer did not know if the patient died during the transport to the hospital or in the hospital. He could no longer provide any additional information regarding any details of the event or the time and dates of the patient death.

Event description:
It was reported that during patient use, the autopulse platform gave a couple of compressions, stopped and then displayed an advisory code. The medics could not recall what code it was. However, they were using fully charged batteries that worked fine on their second platform. No adverse patient sequelae was reported. Manufacturer requested additional information from the customer on (B)(6) 2013; however, no additional information has been obtained. Please note that customer reported that the date of event was on (B)(6) 2013. However, based on investigation results, the last two sessions listed in the archive data of the returned platform were from (B)(6) 2013 and appear to match the reported event description. Therefore, the date of event will be considered (B)(6) 2013.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2013 for investigation. Investigation results as follows: visual inspection was performed and no damages were noted. Functional testing was performed with a manikin and a large resuscitation test fixture (equivalent to 250 pound patient) and could not duplicate the reported issue. The archive file showed no sessions performed on the reported event date of (B)(6) 2013. The last two sessions listed in the archive were from (B)(6) 2013 and appear to match the reported event description. Both sessions ended with user advisory 2 (compression tracking error) faults, indicating that there may have been a disparity between the load cells that was too large. Further inspection of the platform was then performed and confirmed that there was in fact a disparity between its load cells with or without weight being administered. Load cell 2 specifically was found to be defective. In summary, the reported complaint was verified based on review of the archive file indicating ua 2 faults had occurred with the platform. These faults were attributed to a defective load cell 2. A definitive root cause for why the load cell failed could not be determined.